Event description:
The lay user/patient contacted lifescan (lfs) in 2007 and alleged that the cap on his one touch minilancer was hard to remove/replace. The medical affairs specialist (mas) called and spoke with on the following month, and obtained add'l information. During the initial and follow up calls the patient reported. He normally tests his blood 4-5 times/day. However, he was not able to test his blood glucose due to the alleged issue with the lancing device for about a week prior to his call to lfs. His diabetes medication regimen includes oral medication (name/dosage not provided). And also novolog insulin (set amount-dosage not provided). He is also on a sliding scale if his blood glucose level is greater than 200 mg/dl. During the time he was not able to test his blood glucose, he had continued to take the oral medication and set dose of insulin. One day prior to original date, he started feeling nervous and nauseous (symptoms he experiences when his blood glucose level is high). He went to the emergency room and was tested on the ER meter with a result in the "400s". He was treated with insulin by healthcare professionals. The patient claimed that if he had been able to check his blood glucose at home, he would have taken add'l insulin per his regimen and "avoided going to the hospital". The patient informed the mas that this was not a new product (has had it for about 4 months) and that the cap was hard to remove/replace. The issue was not resolved. This complaint is being reported because the patient claimed he was not able to test his blood due to the alleged issue with the lancing device and later received insulin treatment from medical professionals for hyperglycemia. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.